Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a stored episode of ventricular tachycardia (vt) was reviewed which was noise on the atrial lead resulting in farfield sensing on the ventricular channel. The oversensing resulted in greater than three seconds of asystole. The patient was not symptomatic and the patient will be monitored appropriately. No adverse patient effects were reported.